Event description:
Developed advanced copd; I was never notified by the manufacturer, distributor or my sleep doctor of the recall. I started coughing wheezing, shortness of breath and had difficulty in breathing. I called my primary doctor and he sent me for tests and prescribed medication to relieve the problem. I was perfectly normal and healthy prior to this incident. I now have copd and I am angry and upset. I now have to us a nebulizer four times a day, which is not 100% effective in relieving my discomfort. My lifestyle has changed considerably. With no fault of mine. FDA safety report ID# (B)(4).